Event description:
It was reported that the patient experienced bent cannula event on (B)(6) 2026, causing hyperglycemia, irritability, malaise. The blood glucose level of the patient was over 500 mg/dl.

Manufacturer narrative:
MDR 3003442380-2026-49430 / initial 1 of 2.this emdr is being submitted for an unknown number quantity.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.